Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as itchy and bumpy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician will be prescribed a medication for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.